Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of ventralight st w/ echo, patient was diagnosed with hernia recurrence and pain. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2012) is considered to be a best estimate. This supplemental emdr represents the ventralight st w/ echo (device #2). An additional emdr was submitted to represent the ventrio st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided: on (B)(6) 2013 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio st mesh (device #1). Per operative notes, ¿there was a small ventral line defect superior to the umbilicus. The hernia sac was entered and then freed from the underside. An underlay technique was used with ventrio st mesh (device #1) that was secured with several sutures that were placed to the upper apron of the mesh.¿ on (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #2). Per operative notes, ¿there were some omental adhesions, which were taken down. The previously placed mesh (device #1) was identified. It appeared that the mesh had torn away creating the defect. Then a ventralight st using echo ps (device #2) was placed to the underside of the abdominal wall using tacks.¿ on (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of bard soft mesh (device #3). Per operative notes, ¿the sac was mobilized. Then a bard soft mesh (device #3) was placed in the pocket. It was fixed to the pubic tubercle inferiorly and xiphoid process superiorly using sutures.¿ (note: there was no visualization/mention of ventrio st mesh (device #1) and ventralight st using echo ps (device #2) attorney alleged that the patient had pain, hernia recurrence and mesh had torn away creating a defect superiorly.